Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose. The customer's blood glucose was 40, 75, 400 mg/dl. The customer suspected that she got 40 mg/dl blood glucose and rebound effect. The customer was trying to take off the sensor and clean it, not flashing when connected to test plug inquired what led up to the complaint. The troubleshooting was performed for the high and low blood glucose, customer was not wanted to further troubleshooting wants to work on sensor. The insulin pump will not be returned for analysis.